Event description:
It was reported that motor rate error event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed cracked top case (under tube holder and left lower front corner), right plunger case (on the side) and battery door. Case bottom cracked by l-bracket. Contamination inside the plunger head. Motor rate error was found during occlusion test. The root causes for the reported issues were normal wear, device was over eight years old. Worn lead screw and clutch halves. Actions taken to mitigate the reported issue: replaced lead screw, clutch halves and clutch spring. Performed occlusion test, power up process and all functional tests which passed. D4: UDI information is unknown.